Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm sjm masters series coated aortic valved graft was selected for implant. During the procedure, while suturing the valve, the physician noticed stains on the aortic valve graft tube. The device was removed and replaced. It was also noted that the leaflets didn't open and close smoothly. There were no adverse health consequences to the patient. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient has been discharged.

Manufacturer narrative:
An event of leaflets not opening/closing smoothly, and stains observed on the valve graft was reported. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. The valve was able to be rotated without difficulty. The valve was sent for functional testing at the engineering test lab, which ensures proper leaflet coaptation, where it met functional specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. Additionally, the device was sent to the science and technology (s&t) lab for further testing which revealed that the control region and foreign material spectra showed similar chemical compositions by fourier transform infrared spectroscopy (ftir), indicating the foreign material (fm) is likely the coating material. As a result of this finding, the reported foreign material was determined to be a potential product quality issue. Exception (issue) is initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on 05 nov. 2024, a 25mm sjm masters series coated aortic valved graft was selected for implant. During the procedure, while suturing the valve, the physician noticed stains on the aortic valve graft tube. The device was removed and replaced. It was also noted that the leaflets didn't open and close smoothly. There were no adverse health consequences to the patient. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient has been discharged.